Manufacturer narrative:
All operating currents are within specification. No unexpected low battery alarm or off no power alarms noted during testing. Unit passed off no power test, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The insulin pump was unable to complete functional test due to prime anomaly. The insulin pump was received with cracked case on display window corners, cracked lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call that he was hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 350 mg/dl at the time of the incident. The customer stated that he found air bubbles along with the tubing. The customer stated that he was wearing the insulin pump at the time of hospitalization. The time of the hospitalization was 1pm and the date of the hospitalization was (B)(6) 2016. The insulin pump will be returned for analysis.